Event description:
While stapling the lung the duet trs universal loading unit 45mm-4.8mm # duet4548a malfunctioned. A piece of black plastic broke in two at the tip of the load. No pieces came off and nothing was left in the patient. The load was set aside.